Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 5mm x 40mm balloon. The balloon was returned in its original folded configuration. No anomalies were noted to the strain relief or the y-hub. Functional/performance evaluation: the patency was tested using an in-house .035¿ guidewire and passed without issue. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed to be leaking out the distal end of the strain relief. The strain relief was removed and a partial circumferential catheter shaft break was observed just distal to the y-hub. Sanding marks were noted on the catheter underneath the strain relief and at the location of the break. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a partial circumferential catheter shaft break just distal to the y-hub, resulting in the reported leak. Excessive sanding of the catheter under the strain relief is the root cause for the partial break in the catheter. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation, the pta balloon catheter allegedly leaked at the hub. It was further reported that another balloon catheter was used to complete the procedure. There was no reported patient involvement.